Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced high blood glucose levels (392 mg/dl) along with symptoms of headache, diaphoresis, malaise, skin inflammation/ irritation due to a kinked cannula on (B)(6) 2026. No further information is available.